Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available and no further information was able to be obtained.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported in a literature article that the patient presented with increased dyspnea, weight gain, lower extremity edema, and their cardiomems reading showed dampening. A CT pulmonary angiogram revealed a left pulmonary artery embolus located proximal to the cardiomems sensor. The patient was treated with anticoagulation for the pe and diuretics, leading to symptom improvement, but the cardiomems readings remained unchanged. A repeat CT pulmonary angiogram showed a persistent pe. Additional information is unable to be requested as there was no available contact information included with this reported event.